Event description:
Baxter affiliate reported, "the spike of the transfer set was broken." There was no pt injury or medical intervention associated with incident according with this incident according to baxter affiliate.

Manufacturer narrative:
A sample has been requested for analysis. If a sample is returned, a follow-up report will be submitted.